Event description:
Rvad implanted (B)(6) 2025. Rvad console alarmed the evening of (B)(6) 2025 with an error message. Staff were able to see flow and rpm but not amount of flow. Regreased console with no correction of alarm error. Exchanged console with and same error occurred. Called perfusion and exchanged console for a third time with correction in errors.